Manufacturer narrative:
The returned data acquisition printed circuit assembly was tested, and no failures were identified.

Manufacturer narrative:
B4:(B)(6)2021 the service engineer (se) inspected the device and found in the ventilator diagnostic report error code indicating proximal pressure sensor range error. The se replaced the data acquisition board to address the reported issue. The unit was checked overall, run-in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of report: 13aug2021.

Event description:
It was reported that the ventilator while in use was displaying check vent alarm proximal pressure sensor range error. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.